Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ssd, monitor, and computer were rep laced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the computer was returned for analysis. Functional testing determined that the computer was functioning as designed. B01 c19 d14 apply continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786.; product ID: 9736411. Monitor 9735795 hd m-touch 27in s8 svc computer 9735786 navigation s8 svc ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc software 9736355 mnav os update medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
= Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the monitor showed "no video signal" for 10 to 15 seconds when turning it on. The "further together" splash screen would not show. The low resolution text would also not show. The first screen that showed was the login screen. There was no patient involvement. Additional information was received. The site reported the issue was intermittent, and would display scrolling linux commands with multiple unknown "errors" listed. The site must perform multiple hard reboots (3-4) before the system would reach the expected sign-on screen. The site was upset that this issue has not been resolved, the manufacturer representative (rep) requested a computer be replaced on the system.

Manufacturer narrative:
H3/h6: the software analysis was completed. In summary, there was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.